Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a new pacemaker implant. During that implant, a new lead¿s helix would not smoothly extend and so was removed and not used. In lieu of the reported lead, a different lead was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Visual inspection found the helix to be extended and clogged with blood/tissue. X-ray analysis found the inner coil at the connector region severely over torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend without any difficulty, by applying torque directly to the inner coil at short length. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.